Event description:
The lvad patient was changing power sources on his lvad controller. He disconnected a depleted battery from power connection #2 to replace it with a fully charged battery. The patient had a battery on power connection #1 with an approximately 26-50% charge, per the fuel gauge display of 2 of 4 lights. Upon disconnecting the battery from power connection #2, the controller activated a "no external power" alarm and the controller's screen went completely blank, not recognizing the battery connected to power connection #1. Upon the alarm activation, the patient quickly connected a full battery on power connection #2. At this point the controller recognized the connection to both of the batteries and powered up, restarting the patient lvad pump. The patient reported having issues with power connection #1 on his controller both before and after this event, with multiple different batteries. The "no external power" alarm and shut down of the patients pump was completely inappropriate, given that the patient had a battery with charge connected to power connection #1 when it occurred. The vad staff changed the patient's controller which appears to have resolved the problem.